Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system 14 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the client informs us that she had 14 confirmed false positive results."

Manufacturer narrative:
H.6. Investigation: this complaint alleges a false positive result on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in with 14 false positive results. After discussing the results with applications specialist it was determined that the 14 tubes were prepared on july 5th and 6th from the same mgit supplement kit. All of the tubes were contaminated with gram negative bacillus which grew in 3 days. The customer changed the supplement box and the issue was corrected. A complaint was initiated against the mgit supplement box. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6)2015. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. The root cause cannot be determined at this time but appears to be related to customer workflow or reagent kit issues. This complaint is unconfirmed as the false results are related to workflow/kit issues. Complaint history for results was reviewed for the month of july. The upper control limit was not breached, and trends were not identified associated with this defect. CAPA is not required as no trends were identified, and this complaint is unconfirmed

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system 14 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the client informs us that she had 14 confirmed false positive results."